Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The primary disease was ischemic heart disease (ihd). The physician could not cross the lesion with a 3.0x12mm taxus express2 stent delivery system (sds). The 90% stenosed lesion being treated was located in the severely calcified and tortuous mid rca (right coronary artery). After the sds was removed from inside the pt, the physician noticed the stent distal edge lifted up. The procedure was completed with another of the same device. No pt injuries or complications were reported. Pt condition listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.